Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 706mg/dl at the time of the event and the customer was hospitalized due to ketoacidosis. And the pump was also affected by fa896. For safety reasons the customer was treated with injections and the customer experienced symptoms like nausea vomiting abdominal pain difficulty breathing. Troubleshooting was performed and provided assistance to the customer on the pump programming. It was also found that the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported, suggested calling a healthcare professional to discuss possible causes of high bg. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump was received without a battery cap installed. The pump was received without a battery installed. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus.¿ successfully uploaded pump to carelink. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2022 at 14:28:49.000 and (B)(6) 2023 at 14:00:30.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1,h1 with this report. Supplemental needed to correct aware date to 02/16/2023, analysis completion date and event type to product problem as the pump is not marketed in the us.

Event description:
Customer reported having a high blood glucose of 709mg/dl and diabetic ketoacidosis on the night of (B)(6) 2022. Customer had forgotten to refill insulin. Customer was alerted to the high but could not react since he was already too high. Customer had nausea, vomiting, abdominal pain, and difficulty breathing. Ambulance was called and customer was hospitalized and treated with insulin drip. Customer was not treated with manual injections. Helpline did not help with programming during the call. Pump was used at the time of the incident. Customer uses a competitor's sensor. Pump was returning for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.